Manufacturer narrative:
The 8mm monopolar curved scissors (mcs) instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument got stuck and the cutting part was damaged. The procedure was completing as planned with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: during the procedure, the scissors were springy and the cutting part was damaged. The instrument had a broken cable. No fragment(s) fell into the patient's anatomy.